Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. The date of the event is an approximation. According to a report received via distributor, the patient experienced a skin reaction. The report was made by an healthcare provider (hcp) who reported the occurrence. It was understood that the mentioned symptoms and treatment could be applicable to the patient. The patient experienced blisters, itching, and rash, under entire patch area, which occurred an unknown number of days after the sensor had been inserted in the abdomen. The skin reaction was treated with a prescription of an unknown oral medication. Skin barriers were also applied. Due diligence was not attempted as the reporter's details were not able to be identified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.